Event description:
Additional information was received the valve was implanted into the native annulus. The thrombus was not located on the device. Heparin was administered during the procedure.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6), ubd: 23-feb-2028, UDI #: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, after successful deployment of the transcatheter aortic valve, the patient experienced a sudden loss of blood pressure and cardiopulmonary resuscitation was performed. Ventricular fibrillation was reported and extracorporeal membrane oxygenation was implanted. Coronary angiography was performed and a stent was successfully implanted in the left coronary artery. During follow-up of the procedure, a computed tomography scan identified a dissection of the ascending aorta. The patient was stabilized under intensive monitoring in the intensive care unit.